Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B) (6) 2009, company representative reported the patient forgot to attach the infusion tubing when inserting a new cartridge and a small amount of insulin was pushed out of the top of the insulin cartridge and leaked back down into the infusion device. Advised to retract the piston rod and use a dry tissue or cotton swab to dry it out. Advised that they can turn the infusion device upside down and let it dry out on its own for a few hours. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return requested.